Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that the rings # 19 and 20 were damaged. This condition was not originally reported on the complaint. It is unknown how the ring was damaged. Per the reported event, the catheter was electrically tested and it failed since leakage was observed. The device was also tested on eeprom, carto and calibration test and the catheter passed all tests. The catheter was then dissected and it was determined that the root cause of the electrical leakage was a bad condition on the pcb and connector assembly. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint has been verified. Further investigation regarding this issue found at bwi failure analysis lab that was not reported in the complaint resulted in an internal corrective action that was opened to address this issue.

Event description:
It was reported that during an afib procedure, the distal ablation channel had constant noise on both the recording system and carto 3 system. The noise was intermittent at the beginning of the case but became constant as the case progressed. The noise was present when the catheter was disconnected. The re-sterilized catheter cable was changed with another re-sterilized cable. The ic out cable was tightened and improved the noise slightly but was still not acceptable to the customer. Changing the ic out cable did not improve the noise further. When the piu was powered off, the noise was not seen on the recording system. It was discovered that the carto 3 system as well as the defibrillator, bear hugger and other systems were plugged into a cart for power. Unplugging the bear hugger and defibrillator did not have an immediate effect. After switching systems, the navistar and lasso nav catheters were not recognized errors pertaining to both were present on carto 3 system. New catheters of each type were exchanged and the errors resolved without any patient consequence. During visual inspection of the returned complaint catheter on (B)(4) 2012, it was noted that electrode rings were damaged and had rough edges. This condition was not reported by the customer. The electrode ring damage condition is indicative of a reportable event, thus marking (B)(4) 2012 as the alert date for this report.

Manufacturer narrative:
The concomitant products: ez steer thermocool navigation: model# d-1292-05-s, lot # 15563326m; carto 3: model# m-4800-01, serial # (B)(4).